Event description:
Troponin I (tni) elevated in emergency department on meter (0.22 ng/ml) with triage cardio profiler, normal in lab on centaur (<0.05 ng/ml). Falsely elevated tni results may lead to invasive procedures or medication.

Manufacturer narrative:
Tested the returned patient sample on both access and triage platforms. Results were as follows: triage cardiac: tni <0.05. Bci access: tni= 0.02. Unable to confirm issue with patient specimen; however, review of whole blood manufacturing release data indicated that healthy donor specimen produced elevated results. Assessment of lot release requirements pending.